Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was performed, and there was no similar complaints. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined, it should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a micl13.2 implantable collamer lens in 2007, and it was explanted on eight days later, due to excessive vaulting. The reporter stated that the measurement were double checked prior to insertion, so the cause of this incident was unknown. Patient did not want the lens replaced.